Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 447 mg/dl. The customer's wife stated that her husband's blood sugar went high when he took his cannula out and it was bent. The customer was told by the doctor to change the site and infusion set. The wife stated that they received multiple no delivery alarms when trying to fill the tubing. The customer was assisted with step by step instructions on how to perform the infusion set change.